Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during diagnostic procedure (endobronchial ultrasound), when entering the single use aspiration needle into the bronchoscope, it was noted that user had trouble entering the bronchoscope all the way. The doctor then took the needle out of the scope to see if it was hooked and noticed that it was straight. Upon returning the needle to the scope, the doctor noticed that the needle seemed to rub inside the scope, therefore the doctor took the needle out again. Subsequently, no more movement of the needle was possible. Following a slight manipulation of the sheath near the connection to the handle, the needle entered, but then did not come out anymore with the manipulation of the sliding button of the needle. The needle was changed to continue the examination. It was also reported, at the end of the procedure, the needle was manipulated again. This time, when the needle came out, a piece of sheath was cut and fell off. It was observed that the scope had suffered damage and was noted to be leaking. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and a device history record (DHR) review. A review of the DHR found no deviations that could have caused or contributed to the reported issue. During investigation it was observed, the device was returned in its original package, biopsy adapter valve, syringe and stopcock accessories were not returned with the device. The sliding handle was locked-engaged when received. Visual and functional inspection were performed on the received condition, and the results are as follows. The single use aspiration needle was received with the stylet and stylet wire. Market quality (mq) tried pulling the stylet wire by the knob, which was very difficult to pull out, and push back in likewise. There were signs of foreign material observed on the wire. The luer is still intact. The handle section has no damages, or anomalies. The handle lock is present, moves freely, and stays in place when locked. The movement from the handle was normal. The sheath adjust screw can lock and unlock and prevents the sheath adjuster from turning. The insertion portion itself has a kink near the boot. The needle at the distal end is still sharp with no signs of foreign material. The hypo-tube is present and appears undamaged. Market quality also checked the insertion of the needle to a test bf-uc180f, and bf-uc190f scope. The needle insertion was tested in the same manner with the two test scopes. First, a test maj-1414 adapter valve was secured onto the biopsy port. The needle was then introduced into the biopsy channel, through the valve accessory and locked into the grip section of the body control unit. There were no restrictions when passing the needle through the channel. The needle exited the channel at the distal end opening, and mq proceeded to engage the slider handle, which allowed the needle itself, to protrude out the sheath. The aspiration needle does not look to be fully extended, when inside of the biopsy channel, and that is likely due to the kink on the insertion portion. Based on the evaluation, mq was unable to replicate the user's experience during testing, as the needle was able to pass through both bf-uc180f, and bf-uc190f test scopes. Even though the initial complaint could not be confirmed, the observed failure is a known phenomenon likely resulting from forcing the device through resistance and/or angulation, causing excessive stress being put onto the needle. This issue is addressed in the instructions for use (IFU): - - ¿do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." - ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ olympus will continue to monitor the field performance of this device.